Event description:
On 2/26/97, a MFR nurse was present for the implant surgery. At that time, when the physician flushed the device with saline after insertion into the intrathecal space, several punctures in the distal end of the device catheter were noted. That portion of the device catheter was cut off. No other leaking was evident. In addition, a MFR sales representative thought she saw some bunching of the device catheter when the physician tried to remove the guidewire, otherwise nothing unusual occurred to explain the punctures.